Manufacturer narrative:
Device investigation narrative - one 72200752 twinfix ti 3.5mm suture anchor with two 38" ultrabraid sutures (#2) returned. The complaint indicated that ¿during a rotator cuff surgery, the thread of screw broke during insertion¿. It reports that all pieces were removed. This device is one year old. Components returned were; device, titanium anchor, ultrabraid suture; blue/white. There is evidence of struggle with attempted use. The anchor is complete but has damage to the head and multiple gouges and chips on the proximal threads and neck. The driver¿s distal tip internal hex has signs of over torque. These conditions indicate force. IFU says: ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿ and ¿breakage of suture anchor can occur if predrilling is not performed prior to implantation¿. No complaint root cause associated with the manufacture of this device could be supported. No further investigation required. (B)(4).

Event description:
It was reported that the threads of the screw broke during insertion. All pieces of the broken screw were removed from the patient. A backup device was available to complete the procedure. There was a reported delay of more than 50 minutes. No patient impact was reported.